Manufacturer narrative:
Serial number is unknown. A follow-up report will be submitted upon completion of the investigation.

Event description:
The caller reported that the battery was defective and was just installed. There was no patient involvement.

Manufacturer narrative:
(B)(4). Additional information: estimated date (B)(6) 2017. Added UDI; follow up attempts were made to obtain device evaluation, repair, and patient information from the customer; however, there was no response received. Review of the service history indicates there have been no subsequent calls from the customer regarding this reported issue.